Event description:
It was reported that the patient had been in the emergency room with a suspected gablofen overdose. He had presented with hypothermia (approximately 91°f), low respiratory rate, and associated hypoxia. It was stated that the patient had a refill and dosage increase on (B)(6), of 40mcg/day staggered at six hour intervals (¿45mcg/q6h to 55mcg/q6h with a basil rate of 5mcg/hr¿). The patient had started off in a hospital at around 3am, but was transferred to a local hospital. At that hospital, all fluid was aspirated from the pump and was spot-on with the expected amount of 39.7cc. In addition, there were no unexplained events noted in the logs. An adjustment was made to the pump to put it back to ¿45mcg/q6h¿. The patient¿s respirations were even and not labored at sixteen per minute. His oxygen saturation was noted at 92-98% with supplemental oxygen being delivered at two liters per minute delivered via nasal cannula. The patient was somnolent, but easily aroused. It was also noted that the patient¿s last known temperature was approximately 93°f. The need to monitor the patient more closely after the prescribed doses were delivered, especially 3-5 hours post-infusion, was discussed with the emergency room nurse. At the time of report, there was no patient injury. Three days later, it was reported that the cause of the symptoms was unknown. It was stated that the patient had already been discharged at the time of report.

Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).